Event description:
It was reported that the customer had alleged crack on the pump near the battery compartment. It was also reported that the customer had experienced hyperglycemia and treated it with manual injection/insulin pen. The event involved product(s) mmt-1880,mmt-866a and mmt-326a. Troubleshooting was performed and informed customer about product replacement/return policy. No further patient complications were reported. Product return is expected for mmt-1880. No product return is required for mmt-866a. No product return is required for mmt-326a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After multiple battery replacement unit persisted on blank display. Pump received with blank display due to pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Unable to perform sleep current measurement, active current measurement, self-test and displacement test due to blank display. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, broken battery tube threads and cracked case (battery tube). Blank display confirmed. Unit was received with a blank display due to cracked case in multiple locations causing the battery tube to become loose and test battery cap not making contact to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.